Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 115 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed an intermittent drop off in led output intensity in the signal channel. A review of the transmitter alert history showed that sensor check alert was triggered 36 mins prior to the sensor replacement alert, which coincided with the time data stopped on the glucose and raw sensor data. When reference channel instability is detected, sensor glucose is blinded and the user is sent a sensor check alert. This instability in the optical channel was most likely caused by an intermittent led issue, which consequently, triggered the sensor replacement alert due to led. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 05 april 2025. D9 device available for evaluation? Yes, on 14 february 2025. G3. Date received by the manufacturer? 05 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On january 07, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.